Event description:
The patient reported she changed the cartridge on her insulin infusion device and the rubber stopper became stuck on the piston rod. She stated there was insulin inside the cartridge compartment and she had to pour it out. The patient refused any troubleshooting. The cartridge removal procedure was reviewed with the patient. She stated she has switched to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.